Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow-up report will be submitted. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: the surgical procedure was to treat the patient¿s pelvic organ prolapse and stress urinary incontinence. The patient subsequently suffered complications associated with the mesh including but not limited to, pelvic and abdominal pain, erosion, extrusion, protrusion, urinary issues, recurrence, urinary tract infections, dyspareunia, spastic pelvic floor syndrome, vaginal scarring, permanent disfigurement, and difficulty with daily activities which ultimately required surgical intervention and removal of the mesh on (B)(6) 2024.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle y and a supris implanted in (B)(6) 2024. Reportedly the patient has experienced a painful surgery stitch, dysuria, acute cystitis, perineal pain, vaginal discharge, mild perineum edema, vulvar irritation, bacterial vaginosis, vaginitis, overactive bladder, dyspareunia, recurrent urinary tract infections, urinary urgency, vaginal pain and a 1 cm area of vaginal mesh exposure from the suburethral sling [supris]. The patient underwent in office excision of the mesh exposure. The patient reportedly continued to experience recurrent urinary tract infections, urgency, urinary incontinence and pain in addition to perineocele. Bulkamid was implanted via general anesthesia. This report captures the supris device.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.